Manufacturer narrative:
All available information was investigated and the reported difficult to open or close (clip jumping) did not confirm via returned device analysis. The reported improper or incorrect procedure or method could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, the reported difficult to open or close (clip jumping) appears to be due to user error (improper or incorrect procedure or method). The reported improper or incorrect procedure or method appears to be related to the user error when the user turned the arm positioner in the ¿open¿ direction instead from neutral before unlocking which caused the clip arms jumped open. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This report is being filed due to the clip arms jumping open. It was reported that on (B)(6) 2022, a mitraclip procedure was to be performed. During preparation of the mitraclip, the nurse did not listen to the instructions for opening the clip after establishing final arm angle. The arm positioner was turned in the ¿open¿ direction, instead of neutral before unlocking. After the clip was unlocked, the clip arms jumped open. The device was set aside and not used. There was no patient involvement. Another device was used in replacement, without further issues reported. No additional information was provided regarding this issue.

Manufacturer narrative:
The device is expected to return for analysis. It has not yet been received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.